Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative with an implantable drug infusion pump indicated for non- malignant pain. The pump contained an unknown brand of morphine with an unknown concentration and dose. It was reported there was pump erosion, and the device ruptured the skin. The representative reported that the patient mentioned she was really tiny and had a pump in her belly that was too big, and it was busting through her skin. The patient confirmed the representative¿s report and stated, ¿just a little bit it is, yeah¿. The patient mentioned it had been infected, and it just needed to come out and be replaced with a smaller one. The patient mentioned it was working fine, but she just need a smaller one. The patient stated her doctor¿s office told her to call the manufacturer to make an appointment to get her pump removed and replaced with a smaller one. It was unknown if the infection was confirmed. The patient stated it looked bad, and it had a pinpoint of blood, but it had been infected. The patient also stated it was black and blue, and she was on a strong antibiotic. The infection started ¿a couple weeks ago¿, and ¿about a week or so ago¿, the pump being too big and busting through the patient¿s skin started. The patient mentioned she was on strong antibiotics, but did not state whether they were oral or intravenous (IV). The patient stated the drug in the pump was ¿some kind of morphine¿ and stated they were going to change the drug to dilaudid when the pump was removed, but had not yet. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative reported the pump was explanted and would not be available to be sent back to the manufacturer for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer's representative on 2017-nov-01. It was reported that the patient showed up for a dose adjustment and was complaining of pain at the pump site. Upon examination, the pump site was an open exposed wound with partial scabbing. The patient was placed on antibiotics and sent for immediate surgical consult for surgery/explantation to follow on 2017 (B)(6). Any environmental/external/patient factors that may have led or contributed to the issue were unknown. At the time of the report the issue was not resolved and the patient status was ¿alive ¿ no injury¿ (note this is conflicting with the report of the pain at the pump site and open exposed wound with partial scabbing. The patient medical history was asked but unknown. The patient weight was asked but unknown. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. The date of the event was reported to be 2017 (B)(6). No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that the infection symptoms came on gradually. The patient stated the pump was removed. The patient reported when they don't have the pump they are in severe pain and oral meds do not work controlling the pain. It was unknown if the infection was confirmed. It was reported that the infection was resolved. It was reported the total system was explanted. It was reported that the patient wanted to get the pump put back in and was trying to talk with a manufacturer's representative about it. No further complications were anticipated/reported.